Manufacturer narrative:
All product features corresponded with the valid specifications of (B)(4) at the time period, when the product was delivered to the customer. Since the set screw does not show any residues of bone cement, it can be assumed that the set screw was not sufficiently sealed with cement. We have not been able to conduct a more comprehensible investigation regarding the removal of the rotating hinged total knee prosthesis due to the fact that the user has already closed this case. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
History: 2009 implanted mega-c right, 2011 revision mega-c due to infection. (B)(6) 2012 conversion from "rotation" to "rigid" hinged connection. Pt presents a luxation of the rigid hinged component, a new or needs to be planned to solve the problem.